Event description:
It was reported the shaft spins but head does not. Catalog and lot numbers not located on device.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.